Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient who noted that the system was working for them, but they've been recently urinating a lot and hasn't been able to empty their bladder completely. Caller has talked to their healthcare provider (hcp) about drinking fluids and programming, but notes that they weren't able to increased past 6.7v. Prior to the call, the patient tried to increase stimulation, but couldn't. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was off so it was turned on; the patient was able to feel stimulation. They have the ability to change programs and/or adjust stimulation and was able to increase past 6.7v. As a result of what was reported, the patient was advised to assess their symptoms and was redirected to their hcp if the problem doesn't resolve. It was also reviewed that additional programming changes can be made if desired. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The caller noted they believed they were instructed to keep the ins off and only turn it on when they went to the bathroom. The caller noted prior to implant they couldn't go to the bathroom and got big infections for the past 2 years. The patient reported that since implanted they had been content with the therapy and was able to go to the bathroom, but noticed they weren't emptying all the way and they used a catheter. Caller noted they still turned the ins on and up to about 3.9, then turned it back down to zero and turned it off. The patient reported they had an appointment on april 2 to remove stitches and discuss instruction with the healthcare provider. Therapy expectations were reviewed. No further complications were reported or anticipated.